Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the surgeon from korea used the suture sewing during a surgery, and it suture breakage issue occurred. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/12/2026. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? Unk. Could you please confirm if the vendor is authorized by jnj? Maybe not. Could you please provide any additional photos of the product? Na. Could you please provide the attachments for the products traceability information from edc and rdc? Will attach once recieved traceability information. How was the product purchased? Unk. Is there an indication of how the product was distributed? Maybe from korea distributor. Is there any indication of the source? Korea. Based on the packaging, is there any indication of which market the original genuine product may have come from? Korea. Was the device used on a patient? If so, was there any patient consequence? The device was used on the patient, the consequence was not reported. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned. H3 photo summary: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the broken suture when the wearer uses it. The video is not clear to determine the force applied to the suture or suture condition. Based on the video review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. Following review of product traceability records, no sales or distribution records linking the lot associated with the complaint to the site from the customer claim was generated. This absence of documented distribution to the complaining site indicates the product was not supplied through ethicon¿s authorized affiliate channels. Based on the traceability review for the photo received, product diversion is confirmed. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.